Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2024, left knee was revised to address acute postoperative sepsis (infection). This is after the patient had already been treated with an external fixator for a high energy proximal tibia fracture, followed by revision of the tibial tray and insert with attune revision crs knee implants, and orif placement of two small fragment plates and screws (manufacturer not provided). Those events occurred approximately 4 weeks prior to the current event. The patient now presented with acute sepsis of the knee joint, with pain, discomfort, significant stiffness, erythema, wound drainage and swelling, surgically, the patient's left knee was irrigated and debrided with synovectomy. All implants appeared to be doing well with regard to ingrowth and fixation. The insert was revised to a 20mm thick attune crs polyethylene insert. Stimulan pellets were placed, and the wound closed. There were no complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Study no: (B)(6). Clinical notification received for revision due to infection. Date of implant: (B)(6) 2013 date of revision: (B)(6) 2024 (left knee) treatment: insert was revised - were depuy components removed: yes